Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, whilst inserting the foley catheter in the patient the balloon did not inflate. They tried again with no joy. Patient was not harmed. Per investigator's notification received on 24sep2025, it was reported that tear on catheter was found during sample evaluation.

Event description:
It was reported that during use, whilst inserting the foley catheter in the patient the balloon did not inflate. They tried again with no joy. Patient was not harmed. Per investigator's notification received on 24sep2025, it was reported that tear on catheter was found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 2 all silicone foley catheter attached to the drainage bag. Both catheters were inflated with 10ml mbs and in house syringe. Results for both samples received listed below. Ngju5064- upon inflation lumen to lumen leak was observed as solution entered drainage lumen upon inflation. Therefore, the reported event is confirmed. Confirmed mfg related. Ngjv4952-upon inflation solution leaked out of slit on inflation arm measured 0.3130 in. Therefore, (B)(4) was opened for this. Labelling review is not required as labelling would not have prevented the reported event. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.